Event description:
A remstar pro c-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of blower foam degradation inside the blower kit. In addition, the device had dust contamination and displayed multiple error codes: 65: err_stuck_encoder_a, 53: err_comp_log_sem_timeout and 6: err_state_machine. The device was scrapped by the service center after the evaluation was completed.